Event description:
It was reported that during an unknown procedure, the white tip was peeling off. None of the pieces fell into the patient. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.